Manufacturer narrative:
Investigation summary: no device was returned, so no evaluation could be performed on the actual device. As described in the product instruction guide urinary tract infections are an inherent risk for those who are unable to empty their bladder on their own. Patient has multiple sclerosis which may impact device usage along with a history of urinary tract infection which may have caused or contributed to event. Patient was prescribed a larger french size catheter than the original device described as "wobbly" and has reported larger size inserted fine. Manufacturer has reviewed the manufacturing and production process records for reported device/lot and no anomalies that may contribute to this event were observed. Manufacturer is unable to confirm that the catheter caused or contributed to the event.

Event description:
User reported she is, "getting urinary tract infections from catheters that are too wobbly to insert." In follow up correspondence user indicated she, "wasn't sure what caused her uti." Patient stated she received antibiotic treatment and has no symptoms now.